Event description:
Additional information was received. At implant, the proximal aortic neck was 20 mm in diameter and 35 mm in length. The left common iliac artery measured 11-16 mm in diameter and the right common iliac artery measured 7-14-19 mm in diameter. The left internal iliac artery had a 32-33 mm in diameter aneurysm. The right and left common iliac arteries had moderate calcification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. The left internal iliac artery was embolized during the index procedure. It was reported that, within one month post index procedure the left limb had occluded and become narrowed within the aorta. The physician performed a thrombectomy and flow was successfully restored. It was noted that ivus was used to confirm the quality of the lumen size and the patient did very well. Per the physician, the cause of the event was due to ballooning unilaterally with a reliant balloon during the procedure instead of using a kissing balloon technique. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.